Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2011. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 11-feb-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an impl antable pump for unknown indications for use. It was reported that the pump was replaced. The rep mentioned there had been a catheter obstruction that had been cleared. The rep stated that the needed to focus on the task at hand and would file a report later. Additional information from a manufacturer representative (rep) indicated that the catheter connecter was the old style with suture for the 8709 and it appeared to have some tissue in it that was cleaned out. The rep said that they had to attempt to aspirate it multiple times, but after 4-5 tries they felt it was clear so the entire system was primed. Additional information received from a health care provider (hcp) and a manufacturer representative (rep) indicated that the patient's old pump was getting replaced due to normal eri/eos. The patient's weight was also provided.